Manufacturer narrative:
On 11/14/19 sciton service engineer was made aware of a patient with thermal damage during a routine preventative maintenance service call. Sciton service manager determined that the energy calibration and temperature regulation of the bbl handpiece measured accurate during the service call. Sciton's clinical educator contacted the clinic, (B)(6) on (B)(6) 2019. The clinician stated that the patient had 2nd degree burns from bbl hair removal. The clinician stated that the patient had minimal response with nd:yag, therefore, she utilized the 695 filter with bbl. The patient was of african american descent. Discussed with the clinician that african americans are considered a fitzpatrick skin type 6. Discussed that bbl only safely treats fitzpatrick skin types 1-5. The clinician also stated that the patient had a history of keloid formations. Discussed that this is considered a contraindication for all procedures as well. The patient was referred out to a wound center clinic. The patient was put on silvadene cream, however, transitioned to polysporin after being prescribed this topical at the wound center. Discussed that post-treatment included keeping the area clean, moist with an occlusive barrier (i.e. Aquaphor), and avoiding any sun exposure in the area. On 12/12/19, sciton called (B)(6) to inquire about the patient outcome and left a message for the clinician to return the call. On 12/2/19, the clinician returned the phone call. She indicated that the patient had not returned to the clinic. She also stated that she did not believe that this was a device malfunction.

Event description:
Patient had 2nd degree burn from the bbl hair removal treatment.